Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01860, 2134265-2017-02039 and 2134265-2017-02040. It was reported that automatic pullback failure occurred. The 50% stenosed target lesion was located in the left anterior descending artery to left main artery. An ilab ultrasound imaging system was used in conjunction with two imaging catheters and a pullback sled to view the target lesion. During the procedure, the ilab system failed to boot up correctly then an error message was displayed. After which, the physician tried to initiate the automatic pullback; however, automatic pullback failure occurred. When the physician attempted to resolve the issue, the imaging catheter was kinked. The imaging catheter was replaced but the same issue occurred. It was noted that the imaging catheter would sometimes be identified by machine and then the connections would be lost. When the image appeared it was very grainy (speckled). No patient complications were reported.